Manufacturer narrative:
The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported an error on the e-200 that prompted a reboot. The tse reviewed the system logs and noted error 25952. The system was then rebooted, and the error did not immediately reappear. A backup e-200 was kept nearby in case the error returned. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using back up e-200 generator.